Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump display contained colored bands, multiple letters and the number "50" on it. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture or magnets. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on testing, the pump's auditory and vibratory functions were operational when the pump was powered on. When the pump powered on, the display screen remained blank. The pump was opened for investigation and revealed a defective display flex.